Event description:
"Dissection: (B)(6) 2019: the patient underwent tevar for a thoracic aortic aneurysm and the relay plus stent graft was implanted. No endoleak was observed then and the procedure was successfully completed. (B)(6) 2020: retrograde type a aortic dissection with a new entry on the lesser curvature side was observed. Partial arch replacement was urgently performed and the treatment was successfully completed. The physician thought that the new entry was possibly created by the stent graft migration, since the stent graft on the lesser curvature side was not properly attached to the artery wall and the blood flow hit the gap." Patient outcome: "serious health damage to the patient. The patient's current condition is unknown."

Event description:
"Dissection: on (B)(6)2019: the patient underwent tevar for a thoracic aortic aneurysm and the relay plus stent graft was implanted. No endoleak was observed then and the procedure was successfully completed. On (B)(6)2020: retrograde type a aortic dissection with a new entry on the lesser curvature side was observed. Partial arch replacement was urgently performed and the treatment was successfully completed. The physician thought that the new entry was possibly created by the stent graft migration, since the stent graft on the lesser curvature side was not properly attached to the artery wall and the blood flow hit the gap." Patient outcome: "serious health damage to the patient. The patient's current condition is unknown."